Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the proximal posterior lateral vessel with heavy tortuosity and mild calcification. Pre-dilatation was performed and the 3.0 x 23 mm xience v stent delivery system (sds) was advanced, but could not cross the lesion due to the anatomy. A new xience v sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. The stent implant was returned stretched out and attached to a snare device. The account could not provide any additionally details; however, based on the damage to the stent and the snare device returned, this reasonably suggests that the stent dislodged during use inside the patient anatomy, and required medical intervention to retrieve the stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent implant was returned for evaluation. The reported stent dislodgment was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances and the sds was not returned. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.